Manufacturer narrative:
Additional information: d9, h3, h6 and h10. H10: the actual device, eight (8) retention samples and four (4) photographs were provided for evaluation. Visual inspection of the pictures observed a disconnection of the subassembly rotating luer from spike connector. Visual inspection of the actual sample observed that the venous patient line had a loose rotating luer of the luer spike. The reported condition was verified. The most likely cause could be attributed to the assembly process. Visual inspection of the retention samples did not identify any defects. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while connecting the patient to a gambro cartridge set, an external fluid leak was observed on the venous connector. There was no report of patient injury or medical intervention associated with this event. There was no patient involvement. No additional information is available.